Event description:
It was reported the when changing the infusion set, the cannula broke free from the infusion set and remained in the body of the patient. Customer was taken to the hospital. It is not stated whether any treatment was provided at the hospital and several attempts have been made to determine if any treatment happened at the hospital. There was no information provided to suggest the patient required medical intervention to remove the cannula. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.